Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. Customer is running his first ever extended self test (est). Technical support advised customer to check the circuit for loose connection. Customer found the circuit fitting loose on the inspiratory port. Customer tightened the circuit connection and the est completed successfully. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Caller reports that the extended self test is failing for: relief valve cracking pressure out of range. There was no patient involvement.